Event description:
It was reported that on (B)(6) 2015, the patient presented with a 65 mm abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses. On (B)(6) 2018 endograft migration of 29mm along with a small type ia endoleak caused by dilatation and disease progression were reported. On (B)(6) 2019, the devices were explanted and a fenestrated cook device was implanted as well as gore® viabahn® vbx balloon expandable endoprostheses. The patient tolerated the procedure.

Manufacturer narrative:
Updated b5/b6 updated conclusion code 1 post-implantation computed tomography angiography (cta) images were provided to w. L. Gore & associates for evaluation. The imaging evaluation showed the following results: cta (B)(6) 2015: ¿ diameter just distal to the left renal appears to measure approx. 25 mm ¿ length from the left lowest renal to the proximal circumferential device appears to measure approx. 6.3 mm ¿ length from the left renal to the flow divider appears to measure approx. 62 mm ¿ length from the left renal to the riia appears to measure approx. 185 mm on centerline reconstruction ¿ length from the left renal to the liia appears to measure approx. 184 mm on centerline reconstruction. Cta (B)(6) 2018: ¿ diameter just distal to the left renal appears to measure approx. 25 mm. ¿ diameter approx. 8.6 mm distal to the left renal appears to measure approx. 29 mm. ¿ diameter approx. 15 mm distal to the left renal appears to measure approx. 34 mm. ¿ diameter approx. 30 mm distal to the left renal appears to measure approx. 38 mm. ¿ length from the left lowest renal to the proximal circumferential device appears to measure approx. 43 mm. ¿ length from the left renal to the flow divider appears to measure approx. 93 mm. ¿ length from the left renal to the riia appears to measure approx. 215 mm on centerline reconstruction. ¿ length from the left renal to the liia appears to measure approx. 214 mm on centerline reconstruction. Summary: ¿ there appears to be distal migration of the excluder trunk when comparing cta scans from 2015 to 2018. ¿ it appears the implanted device has migrated > 30 mm distally.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
The following information was reported to gore: on (B)(6) 2015, the patient presented with a 65 mm abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses. On (B)(6) 2018 endograft migration was reported. On (B)(6) 2019, the devices were explanted and a fenestrated cook device was implanted as well as gore® viabahn® vbx balloon expandable endoprostheses.